Manufacturer narrative:
A customer expressed concerns about the accuracy of their sensor readings compared to fingerstick measurements. An example provided showed a sensor glucose (sg) value of 131 and a blood glucose (bg) value of 153 at 3:35 pm on (B)(6) 2025. The customer was educated about the lag between blood glucose and sensor readings. The case was escalated for further investigation. It was noted that the system showed improvement after the firmware upgrade. The customer was asked to perform an additional calibration and continue monitoring the system. The customer agreed and expressed satisfaction.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.